Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing was detached from connector on (B)(6) 2022 and (B)(6) 2022. Therefore, the patient experienced high blood glucose level which they tried to treat with correction bolus via pump. Moreover, the infusion had been used for 2 days for the event occurred on (B)(6) 2022 and less than one day for the event occurred on (B)(6) 2022. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.